Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the does not recognize a closed door (as a door not fully latched alarm) caused by loose link screws. The links screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. Any patient injury or involvement is unknown.